Event description:
The rep additionally reported that the patient was a little stressed that there has been damage to the tissue by over stimulation during reprogramming. The patient was in pain for a while after the overstimulation.

Manufacturer narrative:
Concomitant products: product ID: 8840, product type: programmer, physician. (B)(4).

Event description:
The patient reported via the company representative (rep) overstimulation. When the settings were put in the machine the health care provider (hcp) uses to turn the adaptive settings on, somehow turned itself up so high the patient felt her head and body was about to explode. The patient felt it increasing, and very fast at that. It was that high the stimulation was throughout her body. This caused distress to a stage of screaming for help, unable to move, and having a panic attack. When the emergency stop wouldn¿t work, the patient¿s husband used her remote to shut it down. The reprogramming device malfunctioned. If the patient¿s husband didn¿t have the patient¿s remote, she¿d have suffered for even longer. Every muscle felt like the patient had been in the gym, neck and head felt like whiplash. The patient already suffers from major headaches, but no ice pack or pain relief took this away. The implantable neurostimulator (ins) was now back on in stages and at a low level, increasing it daily to cover the pain. The patient still has pain in her ¿bum¿ cheek which isn¿t normally there and also the battery area since the event. The patient asked of these symptoms would be created by being severely overstimulated. The patient additionally reported on the same day that she does not need reprogramming. The device was on low and was able to gradually increase it. The patient was sure whatever nerve was irritated by these circumstances was calming down. As for feeling as if ever muscle in the patient¿s body had been in an iron man contest, that too has slowly started to feel better.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative reported the cause of the event was not determined. The device was still ramping, even though the zero was pressed. It was reviewed how to zero and stop. All the symptoms resolved. The patient was just panicking that there may be damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.